Event description:
A customer observed negatively biased troponin I results for control fluids and patient samples tested on the eci analyzer. The results did not agree with multiple subsequent samples. Biased results were reported, and corrected reports issued. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the biased results were limited to the trop I assay. Testing using an alternate pack from the same lot yielded acceptable results. Datalogger analysis did not identify any analyzer malfunction. During the investigation, a second pack from the same lot showed similar biased control results. The affected reagent packs have been returned to ocd for investigation. The investigation is not complete at this time. The root cause of the event is unknown.